Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she ran a control test on her contour next ez meter and obtained a reading of 174 mg/dl at 5:07 p.m. The meter did not automatically mark it as control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter, contour next test strips and contour next control solution from lot # 9bv2g53 for evaluation. Even though the returned test strips expired in jul-2020, they were used for in-house testing. The in-house contour next test strips were also used to perform testing. The returned meter was tested with the returned test strips and in-house test strips along with the returned control solution, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control tests.